Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 45 events were reported for this quarter. Product return status: 3 devices were received. 42 devices were evaluated based on historical data analysis. 45 devices were not labeled for single-use. 45 devices were not reprocessed or reused.

Event description:
This report summarizes 45 malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 17 events had patient involvement; no patient impact. 3 events had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.